Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), back pain ("back pain"), facial pain ("pressure pain above the eyes") and mood swings ("mood swings") in a 52 year-old female patient who had essure inserted for female sterilisation. Medical conditions: no other products used. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), back pain (seriousness criteria hospitalisation and intervention required), facial pain (seriousness criteria hospitalisation and medically important) and mood swings (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2023. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, facial pain or mood swings. The reporter commented: lot number was unknown. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. 31-oct-2023: health authority reference number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), back pain ("back pain"), facial pain ("pressure pain above the eyes") and mood swings ("mood swings") in a 52 year-old female patient who had essure inserted for female sterilisation. Medical conditions: no other products used. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), back pain (seriousness criteria hospitalisation and intervention required), facial pain (seriousness criteria hospitalisation and medically important) and mood swings (seriousness criteria hospitalisation and medically important). The patient was treated with surgery (essure removal). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal pain, back pain, facial pain or mood swings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.